Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was under specifications and the unit was out of calibration. The motor, handpiece switch, bearing pack, seal, reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: singapore.

Event description:
It was reported that outside of surgery the customer requested that the device been sent in for yearly calibration. There was no patient involvement. During product evaluation, it was found that the motor speed was under specifications. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.